Event description:
Allegedly, patient lost his balance during his holiday stay in (B)(6), causing him to fall on his left hip. Patient experienced pain, requiring him to be taken to the hospital in (B)(6). There it was determined that his left hip prosthesis had been broken by that fall. Imaging confirmed a left periprosthetic femoral fracture around the existing hip prosthesis. The client then had to be transferred to the (B)(6) hospital in (B)(6), where on (B)(6), he underwent a complete removal of the prosthesis placed in 2015, along with an osteotomy of the leg and the placement of a completely new prosthesis. In addition, a rod had to be placed in the thigh bone. He is a known hypertensive and diabetic, bath controlled on treatment. Non-revised mpo products: product ID: pha06266 acetabular cup "procotyl® l" beaded coated+hap 56 grp f/ lot no.: 15535571582054/ qty: 1. Product ID: pha04512 rim-lock biolox delta ceramic liner 36 group f/ lot no.: 1559619/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.